Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was implanted with a 3.00 x 34 mm and a 3.50 x 26 mm resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion located in the left anterior descending artery (lad). The 3.00 x 34 mm resolute onyx stent was inspected without issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. The 3.50 x 26 mm resolute onyx stent was inspected without issues noted. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. Post dilation was performed. It was reported that approximately one week post implantation of both stents, on the day before discharge that sub-acute stent thrombosis occurred in both stents. (>24 hours-30 days post use or implantation). After treatment the patient's condition was stable. It was considered that the stent was not the cause. The patient was reported to be alive with injury.

Manufacturer narrative:
The thrombotic event was treated by performing poba and aspiration. The patient was on dapt when the thrombotic event occurred. The patient's anti-platelet medication was changed due to suspected allergy. Stent expansion was performed without problems. When checking during the sat occurrence, ivus also revealed that the stents fully expanded. There was no gap between the stents and the blood vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.